Event description:
The hcp reported the patient was receiving morphine sulfate intrathecally and experienced swelling in the bilateral lower extremities. The hcp changed the drug in the pump to dilaudid and the patient then experienced "hypersomnolence." The hcp weaned the medication and turned the pump off. The pump was removed. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device funtion.